Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) battery was showing fully charged but when they unplug from the ac power it depletes down to almost nothing within a matter of minutes. Upon powering with another cs300 it states that, ¿battery maintenance required¿. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) had a "battery maintenance" message. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had a battery issue on a 98xt pump that was converted to run fo. The battery was showing fully charged but when unplugged from the ac power it depletes down to almost nothing within a matter of minutes. The customer mentions they had a cs300 to transfer the therapy to because the patient needed to be transported to get a CT scan. Upon powering the cs300, it states "battery maintenance required", they were directed by personnel to verify the battery did not deplete quickly on the unit and it seemed to stay charged during the time on the phone with the customer. Therapy was converted to the cs300 pump with the maintenance message so they could transport the patient to CT.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(health effect ¿ clinical code). Corrected field - h6(investigation findings, component codes).